Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a vitros liquid performance verifier processed using vitros chemistry products amon slides on a vitros 350 chemistry system. The most likely assignable cause of the event is an instrument related issue. Prior to maintenance actions performed by the customer, precision testing and historical qc results were not within acceptable guidelines. After maintenance actions were performed by the customer which included replacing the evaporation caps and cleaning out the microslide incubator of the vitros 350 chemistry system, vitros amon precision testing was conducted which yielded results that were within acceptable guidelines. This indicates that an instrument related issue is the likely assignable cause of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical support center (tsc) to report lower than expected ammonia (amon) results obtained from vitros liquid performance verifier (lpv) fluids processed using vitros chemistry products amon slides on a vitros 350 chemistry system. Vitros lpv ii lot j6667 vitros amon result of 143.4* umol/l versus an expected result of 185.6 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).